Event description:
It was reported that the patient presented to the clinic with dizziness. Interrogation of the pacemaker noted that the patient's right atrial (ra) exhibited myopotential over-sensing episodes. Programming changes were made. The patient was in stable condition.